Event description:
Prof was unable to advance the guide wire more than 1/2 way though the catheter. Unfortunately, the line was not kept as it was contaminated, we do have the packet.

Manufacturer narrative:
The cause of the reported incident could not be determined as there was no product returned. Review of mfg process showed that the affected device undergo 100 percent visual insp to check for visual defects of parts and subassemblies and 100 percent functional test during the mfg process. These tests are designed to detect any issues associated with the integrity of the assembly process. Future complaints would be monitored to evaluate trend for investigation. No corrective and preventive action could be established as the cause of the complaint could not be determined. (Affected device was not returned for investigation).